Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. Concomitant medical products: product ID:694765 ,implanted: (B)(6)2011; product ID: 4194-88, product type: lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) the device longevity had not been what was expected. It was also noted the right atrial (ra) lead pacing output was high. The crt-d and ra lead remain in use. No patient complications have been reported as a result of this even